Event description:
The customer reported there was a visual field defect with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, the coating on the insertion section was found to be peeled off due to deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to stress applied during use, external factors, or handling. However, the root cause could not be determined. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the cleaning brush was difficult to insert due to a damaged forceps channel, the light guide bundle was broken, the insertion tube was broken, there was a leakage from the suction port, the bending section cover was worn, and multiple parts of the device were scratched due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 17-mar-2022.